Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged possible under delivery and high blood glucose found on october 11, 2022. The insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. However, the insulin pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded insulin pump to carelink. In further full review of the insulin pump history/traces on the event date of october 11, 2022, there was no unexpected alarms/suspends noted. However, no delivery alarm/insulin flow blocked alarm was noted. Also, found bolus delivery of dailytotalofbolusinsulindelivered: (10.8 u). October 11, 202200:15:12.000 normalbolusdelivered (220) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) october 11, 202200:29:10.000 normalbolusdelivered (220) normalbolusamountprogrammed: 6000 (0.6 u) bolusamountdelivered: 6000 (0.6 u) october 11, 202200:43:54.000 normalbolusdelivered (220) normalbolusamountprogrammed: 9000 (0.9 u) bolusamountdelivered: 9000 (0.9 u) october 11, 202201:50:24.000 normalbolusdelivered (220) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) october 11, 202202:09:10.000 normalbolusdelivered (220) normalbolusamountprogrammed: 6000 (0.6 u) bolusamountdelivered: 6000 (0.6 u) october 11, 202204:20:56.000 normalbolusdelivered (220) normalbolusamountprogrammed: 29000 (2.9 u) bolusamountdelivered: 29000 (2.9 u) october 11, 202204:31:11.000 normalbolusdelivered (220) normalbolusamountprogrammed: 13000 (1.3 u) bolusamountdelivered: 13000 (1.3 u) october 11, 202204:43:35.000 normalbolusdelivered (220) normalbolusamountprogrammed: 12000 (1.2 u) bolusamountdelivered: 12000 (1.2 u) october 11, 202206:59:00.000 normalbolusdelivered (220) normalbolusamountprogrammed: 6000 (0.6 u) bolusamountdelivered: 6000 (0.6 u) october 11, 202207:23:44.000 normalbolusdelivered (220) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) october 11, 202208:59:01.000 normalbolusdelivered (220) normalbolusamountprogrammed: 15000 (1.5 u) bolusamountdelivered: 15000 (1.5 u). No delivery alarm/insulin flow blocked alarm was found in the formatted history file on the event date: october 11, 202215:20:38.000 during prime. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms/alerts noted during the testing. No power error , low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump passed the sleep current measurement. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump passed the sleep current measurement. The original electrical board 1 was installed in the original electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump passed the sleep current measurement. The insulin pump had an intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm), problem isolated on the electrical board 1/electrical board 2. Force sensor zero offset within specification (24.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering of insulin. Customer blood glucose was 272 mg/dl at the time of incident. Customer was treated with manual injection or insulin pen. Customer alleged that the insulin pump was under delivering of insulin due to the insulin was not delivering completely. The high pressure test was passed. No harm requiring medical intervention was reported. Customer will discontinue the use of device.